Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was noted that the thresholds on the right ventricular and left ventricular channels were "very bad". The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) lead; implanted: (B)(6) 2012; 7122-65 lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the left ventricular (lv) lead exhibited high thresholds. The lead was reprogrammed and remains in use.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.